Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be due to congestive heart failure. The patient was hospitalized due to congestive heart failure and swollen legs and on the same day as date of hospitalization, the patient passed away. Treatment for the event was not reported. Pd therapy was ongoing at the time the patient died; however, the patient was not performing therapy on a homechoice (hc) device at the time of death. An autopsy was not performed. Pd therapy was reported to be ongoing at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.